Event description:
It was reported that the patient presented for a follow up and a chest x-ray revealed that the atrial lead was fractured. All electrical testing was -normal-. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.